Event description:
A pt reported experiencing inaccurate low results with a one touch ultra meter. The pt's blood glucose results were 8.1 versus the labs 6.0 mmol/l. Tests were done within 20 minutes with a difference of 26%. Pt did not experience any adverse events. No further info has been reported.